Manufacturer narrative:
(B)(4). Date sent: 1/25/2023. D4: batch # 933a71. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. Also, buttressing material was noted on the anvil and reload. In addition, an ech60r applicator was received. There was no apparent damage to the applicator and all clamp arms were received in the fully disengaged position. The clamp arm assembly was tested for functionality and was found to be conforming. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 933a71, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the jaws did not open when the ech60r was attempted to load. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the device locked on tissue with the jaws closed? The jaws did not open when the ech60r was about to load. No further information will be available. 2. If yes, how was the device removed? No further information will be available. 3. Did the jaws eventually open? No further information will be available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.